Event description:
It was reported while using bd connecta stopcock with 10cm extension tubing the connection became loose. There was no report of patient impact. The following information was provided by the initial reporter: the 3-way valve cap becomes loose when opened.

Manufacturer narrative:
Since no photos or samples displaying the reported condition of loose component ¿ no leak were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.